Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6), was performed from the date of manufacture (B)(6) 2016, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The repair center intake originally reported that the issue with the device was a stuck plunger. The source document provided information from the customer that stated the issue with the device was a broken plunger assembly. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The repair center intake originally reported that the issue with the device was a stuck plunger. The source document provided information from the customer that stated the issue with the device was a broken plunger assembly. No patient involvement.